Event description:
A malfunction was reported with a displayed code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if any malfunction code reoccurs.